Event description:
It was reported that during unloading, the fastener arms did not raise, resulting in the cot dropping about halfway (fastener no longer facilitates proper cot operations during loading/unloading). It was further alleged that as a result of the event, one user strained their back. The user was seen by a medical professional, but was not prescribed medication, and was instructed to take a few days off work. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The device was evaluated and the alleged issue could not be duplicated, there was no defect found. Executive summary and h codes updated to reflect the investigation results.

Event description:
It was reported that during unloading, the fastener arms did not raise, resulting in the cot dropping about halfway (fastener no longer facilitates proper cot operations during loading/unloading). It was further alleged that as a result of the event, one user strained their back. The user was seen by a medical professional, but was not prescribed medication, and was instructed to take a few days off work. The device was evaluated and the alleged issue could not be duplicated, no component level defect was found.

Manufacturer narrative:
This supplemental is being filed as the model number and serial number of the device have been obtained. Full investigation results still pending.

Event description:
It was reported that during unloading, the fastener arms did not raise, resulting in the cot dropping about halfway (fastener no longer facilitates proper cot operations during loading/unloading). It was further alleged that as a result of the event, one user strained their back. The user was seen by a medical professional, but was not prescribed medication, and was instructed to take a few days off work. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.